Event description:
It was reported that the patient experienced pump riding too high with a cylinder herniation and the device would not inflate with an ambicor penile prosthesis (app). The app device was explanted and a new 20cm x 12mm spectra penile prosthesis implanted. Should additional relevant details become available, a supplemental report will be submitted.